Manufacturer narrative:
A visual examination revealed that the working length was twisted and kinked. The cut wire was intact (not broke), however, it appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 15 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected, so the condition of the device is likely due to handling/usage of the device during preoperation. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a jagtome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complaint, during the preparation, outside the patient, the cutting wires of the jagtome would not function. It was seemed that the cutting wire were not visible. The procedure was completed with another jagtome. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a jagtome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012.according to the complaint, during the preparation, outside the patient, the cutting wires of the jagtome would not function. It was seemed that the cutting wire were not visible. The procedure was completed with another jagtome.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.